Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has delivered inappropriate anti-tachycardia pacing and shocks at different episodes due to atrial originated arrhythmias with rapid ventricular response. Programming and procedural options were discussed for this ICD that remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.